Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the doctor or manufacturer's representative and her concerns were resolved. The patient had an appointment (B)(6) 2014.

Event description:
It was reported in 2007, the patient had a herniate repair that caused ¿the mess¿ and she had a massive infection. The patient stated ¿they could not figure where it came from¿ and it was on the ¿opposite site or near the pain stim.¿ patient services asked the patient if the healthcare professional (hcp) confirmed the pain stim was not related and the patient stated yes. The patient also stated she had an abdominal infection (B)(6) and had surgery 2014 (B)(6). It was not by the stim, it was on the ¿other side upper quadrant.¿ the doctor was contacted but stated the first time he met with the patient was 2014 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).